Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, in the surgery room during the stapling there was the cut but the staple line was not formed properly. The staples became opened. Unknown how case was completed. There were no adverse consequences for the patient.